Event description:
It was reported by the block hf study that there were frequent mode switch episodes due to atrial undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.